Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that facility was unable to submit pharmacy (rx) verification request. The technical support specialist (tss) remoted into the cabinet and with assistance from another technician, the uniform resource locators (urls) on the application service provider (asp) sync interface were updated from us-ws to ws2. The validation code url was corrected in structured query language (sql). After these changes, the issue was resolved. User was informed of the fix and advised to call back if any further problems occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the nurses at the facility had trouble making rxverify requests. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.